Manufacturer narrative:
Additional information: additional information received from the account indicated that there was a tear in the capsular bag, but this did not happen as a result of the dcb00 lens as this lens never came into contact with the patient at all. There was no patient contact at all and no problem with this lens. Due to the patient's anatomy an unplanned anterior vitrectomy had to be performed and a different type of lens implanted. No further information was provided. Corrected data: based on the additional information received form the account which indicated that there was no patient contact with the device and the reported capsular tear issue was due to the patient's anatomy which an unplanned anterior vitrectomy had to be performed; therefore, the event is no longer meets the reportable criteria and no further information will be provided under this manufacturer report number 3012236936-2023-00188. The following fields were updated accordingly: section h6: health effect - impact code: 2199. Section h6: health effect - clinical code: 4581 - is to capture eye anatomy issue: pre-existing disease. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown asked but not provided. Implant date: if implanted, give date: not applicable, there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that an intraocular lens (iol) was opened/not used. That a vitrectomy was performed, and a different iol, a 3-piece lens was inserted. It was indicated that there was patient contact with the device. No other surgical interventions were indicated. The patient outcome is unknown. No further information was provided.